Event description:
A customer reported that during a cataract extraction procedure, the equipment showed problems when the surgeon attempted to perform phacoemulsification. The system was exchanged and the case was completed using an alternate system. There was no harm to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).